Event description:
The physician was treating a lesion in the subclavian artery. During the procedure the physician used a cook 7f sheath and a scuba device. Under pci it was noted that the stent had dislodged and remained in the sheath. The scuba had been inspected prior to use with no issues noted. No resistance was encountered when advancing the scuba through the sheath; however, resistance was encountered when advancing the scuba towards the lesion. No positive/negative pressure was applied to the device prior to placement of the device at the lesion site. All devices were removed and the procedure was completed using another two devices. No injury reported to the patient. Device evaluation: the scuba device was received in the original box with its plastic pouch and tray. The stent was moved proximally on the balloon by approx 7 mm and was positioned over the proximal marker band. No traces of blood or radio opaque solution were detected on the shaft. No abnormalities were detected on the shaft. Balloon was analyzed using a microscope, and the heat setting marks were clearly recognized close to the marker bands. On the surface of the balloon, crimping marks of the stent were identified.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: ( treating the subclavian artery). (Resistance encountered during advancement to lesion).